Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was in backup vvi mode. The patient presented in clinic on (B)(6) 2021 where the device was updated the cyber security and reprogrammed the device to the original parameters. The patient was stable.